Manufacturer narrative:
Testing of the pump indicates the motor bracket screws came loose causing the motor bracket to become unstable. This caused the pump to shake and alarm, causing the pump not to infuse. Screws were tightened to resolve.

Event description:
Info received indicates that pump will not infuse. It alarms high up pressure even though calibration was done.